Event description:
Additional information received identified that patient underwent surgical intervention wherein, the right leads were explanted and replaced. System diagnostics recorded high impedances with the left 5 lead, and it was explanted but not replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: na, batch: ab2354. Common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial:(B)(6), batch: 7400899.

Event description:
It was reported that patient experienced ineffective due to migration of the two right leads. Surgical intervention may take place to address the issue. The investigation was unable to determine the leads that were associated with the issue.